Manufacturer narrative:
The pump passed the functional tests, including the self, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement and displacement accuracy tests. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion and force sensor tests. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump uploaded properly using carelink. The pump had a scratched case and a pillowing keypad overlay. The test p-cap and reservoir properly locked in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2020 at 4 pm. The customer blood glucose level was 427 mg/dl at the time of hospitalized. The customer stated that the symptoms related to high blood glucose such as nausea. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with saline for high blood glucose value. Customer performed the displacement test was passed. The device will be returned for analysis.